Event description:
The device was used during a laparoscopic cholecystectomy procedure. The clips did not form properly. The surgeon used another device to complete the procedure. No pt injury was reported.